Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occured. The target lesion was located in the coronary artery. A 1.20mm x 8mm emerge push balloon catheter was advanced for dilatation. However, while the balloon was loading onto the wire the shaft broke. The procedure was completed with a different device. No patient serious injury nor complications were reported.